Manufacturer narrative:
(B)(4).

Event description:
The spasticity was not alleviated despite the administration of a single bolus. The dose on (B)(6) 2014 was 53.44 mcg, and on (B)(6) 2014 it was changed to 60 mcg. It was noted there was a replacement surgery for the catheter tip on (B)(6) 2014, and there were no problems with the catheter passage. It was noted they thought the catheter had been dislodged from the spinal cavity. The patient recovered on (B)(6) 2014.

Event description:
It was reported that approximately (B)(6) 2013 the patient experienced worsened spasticity. The issue was reported as not recovered and related to the investigational drug, not to the programmer and unknown if related to the catheter, pump, or procedure. The dose at the time of implantation was 12.5 micrograms/day and this was gradually increased to 46.44 micrograms/day with the condition being controlled at this dose. On (B)(6) 2014 the patient visited the hospital and was hospitalized for aggravation of spasms. The spasms were controlled during sleep but were worse when awakening. On that same day at approximately 19:30, a single bolus was administered for 2 minutes at 7 micrograms by the programmer and the patient was followed. The daily dose was reported as 46.44 micrograms and continuing. It was now reported that it was around (B)(6) 2014, rather than (B)(6) 2013, that the patient experienced worsened spasticity. The issue was reported as not recovered and related to the investigational drug, not to the programmer, unknown if related to the pump or procedure, but related to the catheter. On (B)(6) 2014 a catheter contrast study was attempted. However, there was the inability to draw the medicine and cerebral spinal fluid (csf) from the catheter access port (cap), so the contrast study was cancelled. Further, there was no suction from the cap, so the closure and movement of the catheter was suspected. A catheter replacement surgery was scheduled for (B)(6). It was further reported that the worsened spasticity was related to the investigational drug but not to the catheter, pump, programmer or procedure. On (B)(6) 2014 it was noted that the catheter replacement was to be performed based on the patient's status on (B)(6) but there were no problems with catheter course on the spinal cord side or the pump side. There were also no problems with the catheter tip. It was also confirmed that the pump was operating without any problems and the catheter was not replaced. As it was confirmed that there were no problems with the pump or catheter a general conclusion was made that underdosing may have been the cause but it was also plausible that the catheter tip shifted down and reopened the catheter (by the position of the catheter tip moved down during the operation which might have opened the catheter).

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# n393528001, implanted: (B)(6) 2014, product type: catheter. (B)(4).